Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further analysis testing was performed on the pump tube which did not reveal anything new or significant. (B)(4).

Manufacturer narrative:
Evaluation summary box is now checked and should have been with the supplemental 2 report filed. No longer applies to this event.

Event description:
It was reported that the patient was hospitalized for a heart problem and during his hospitalization ¿he made a drug overdose.¿ the patient was reported to have overdose symptoms. The pump was ¿controlled¿ on (B)(6) 2013, at the request of the referring physician. Telemetry of pump was made and had ¿nothing particular.¿ the referent doctor was ¿accused of the result of the control.¿ the evening of (B)(6) 2013, the intensive care doctor phoned to ¿prevent the patient had another episode of overdose.¿ medical intervention was warranted with the opacification of catheter (dye study) reported. The catheter was tested with contrast on (B)(6) with the physician referent in radiology. The catheter test by side port had no problems noted by the physician. There was good reflux injection of contrast and visualization of the whole catheter. The pump was programmed to minimum flow in the presence of the physician. Diagnostic testing also included checking the logs. The issue was reported as not resolved and the cause was not determined. At the time of the report the patient¿s status was reported as alive-noinjury. The device system delivered fentanyl. The concentration was 5 mg/ml and the dose was 1.9 mg/day. Additional information was requested. It was further reported that on (B)(6) 2014, a volume discrepancy was noted. The expected residual volume (erv) was 18.5 but the actual residual volume (arv) was 8.5. The issue was reported as not resolved and the cause was not determined. This required hospitalization and further diagnostic testing which included x-rays, checking the logs and a rotor/roller study. The patient¿s status as the time of the event was reported as alive-no injury. It was later clarified that the patient had experienced bradycardia, apnea and drowsiness. The cause of the overdose was not yet determined. The patient was still hospitalized but asymptomatic for three days. Reportedly, electromagnetic interference was not the issue. Further, the patient was not receiving therapy with the pump because the pump was at minimum flow and was filled with ¿nacl.¿ the patient was well and received treatment equivalent intravenously. "Normally, the pump should be emptied on friday¿ to see if it worked properly but there was no further information from the physician. The pump was still implanted. In addition, the incident was excluded and not caused by the patient¿s heart issue or other medication. The patient had responded very well to the antidote to fentanyl. The patient had not presented a respiratory problem since the fentanyl had been replaced by 0.9% nacl in the reservoir. The patient was scheduled to leave the hospital on (B)(6) 2014. The physician was on vacation and it was reported that they will have her back for a revision ¿of the material.¿

Manufacturer narrative:
The pump was returned for analysis. As received, the pump reservoir was empty. The pump memory logs were clear with no anomalies. Dispense accuracy testing failed and displayed over infusion. In conclusion, the root cause of the overinfusion was undetermined.